Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no instrument or assay performance issues; this wl had valid controls and expected background rlus for negative controls and samples. Ts reminded customer to be careful during sample collection and handling. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua200014), aptima sars-cov-2 (eua200734), and aptima sars-cov-2/flu (eua202959). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sar-cov-2 tma run, wl 003160-20200619-03, on panther instrument sn (B)(4). Which tested positive when it was expected to be negative. Results were reported, so customer informed patients that they would retest their samples. Customer was unaware if any treatment was given due to results being reported.